Event description:
It was reported that they getting cut off on patients image, causing the patient to be re-exposed. It was determined that the tubehead board needed to be replaced. Once this was done, the unit is working as intended.